Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: during the investigation, the audio bolus button cover was found to be missing, and unresponsive. Unrelated to the original complaint the display was found to be dim with reddish text. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.